Event description:
Healthcare professionals (hcp) reported injecting a patient in the jawline with 2ml of juvéderm volux¿ xc and in the cheeks with 2ml of juvéderm voluma® xc. One week post injections, the patient experienced ¿onset firm nodule symptoms included erythema and inflammation¿ in the right side of jawline. No treatment information was provided. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for juvéderm voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.